Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported system fault 180 was confirmed through review of the device data logs. The investigation determined that the battery fault was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4). Note: at the time this complaint was reported to the manufacturer it was assessed as being a non-reportable event and was considered to be a data issue. The investigation identified new information to change the assessment to reportable.

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 180) indicating a battery charger fault occurred. There was no patient injury reported as a result of this incident.